Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and required assistance setting up a replacement device, the user delayed reconnecting to ilet due to recent administration of back-up insulin. Symptoms included nausea and vomiting. Outcomes included no hospitalization or professional medical intervention. Troubleshooting and education were completed, including guidance on replacement setup and back-up therapy use. Investigation included a review of user-reported blood glucose data and device use, with no device malfunction identified. Investigation of this case revealed an unclear cause of hyperglycemia based on available information. It was concluded that the event was user-reported hyperglycemia with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.